Event description:
Customer reported he was experiencing high blood glucose of 470 mg/dl, treated with the injection. Customer stated the battery cap broke and he tried to tape and stuff it but the battery would not stay in. Over night the battery feel out, and customer woke up with diabetic ketoacidosis. Customer did not go to the hospital and was felling better. Customer reported the damage to the device occurred because customer had dropped the device a couple of times. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.